Event description:
It was reported to boston scientific corporation that an optiflex retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during preparation, they checked the product and discovered that the product would not work. The small wheel on the handle could not be actuated making the basket unable to move back or forth. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results; the proximal end of the broken wire was missing/detached.

Manufacturer narrative:
A visual evaluation on the returned device revealed that a basket wire was broken approximately 6mm of one of the basket wires extended from the distal end of the sheath. The sheath was kinked. The condition of the returned unit was consistent with the complaint incident that the device would not function properly. The basket was closed when received. When the thumbwheel was actuated, the basket would not open, and the thumbwheel would not move freely. The pinch vise would turn freely, and the sheath would move. The exposed broken basket wire rotated. The device was disassembled. The glue plug was detached and visible on the distal end of the rack gear. The basket would open and close when using the handle cannula to actuate. The proximal end of the broken wire was missing/detached. The fragment of basket wire was not returned. During manufacturing, the devices are 100% inspected for functionality/integrity. A review of the device history record (DHR) was performed and confirmed that the accepted device met all manufacturing specifications. The defect was due to some aspect of handling the device prior to use in the procedure. Therefore, the most probable root cause for the complaint is handling damage.